Manufacturer narrative:
(B)(4). Although the suspect device has been received for analysis, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the trapezoid basket was attached to the alliance handle to facilitate crushing of a 2cm stone. However, as the stone was crushed, the handle cannula broke and the stone could be crushed further. The basket was stuck in the patient and could not release for 10 minutes. The physician maneuvered the basket around and managed to dislodge the stone. A plastic stent was placed, and the patient was rescheduled for another day. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the trapezoid basket was attached to the alliance handle to facilitate crushing of a 2cm stone. However, as the stone was crushed, the handle cannula broke and the stone could be crushed further. The basket was stuck in the patient and could not release for 10 minutes. The physician maneuvered the basket around and managed to dislodge the stone. A plastic stent was placed, and the patient was rescheduled for another day. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of handle cannula break. Block h10: visual analysis of the returned device found the handle cannula was found pulled out of the finger ring portion of the handle assembly. Both dimples from the screws were visible at proximal section of the handle cannula. Drag marks were present from dimples towards the proximal end as the cannula had been forcibly pulled out from the set screws, also the distal screw and proximal screw depth were measured and both were found within specification. As per complaint information, the issue occurred during procedure, and it is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to pull out the handle cannula from finger ring. Drag marks observed in the handle cannula indicates that a lot of force was applied to the handle to crush the stone/retract the basket resulting in handle cannula detachment. Based on the information available and the analysis performed, the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.